Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h7, h9, and h11. Correction: b5 (update "prior to patient use" to "prior to use"- device is used in pharmacy operations). H11: the device was received for evaluation. A visual inspection was performed, and little particles inside the packaging were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the manufacturing process including packaging. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, micro-volume inlet had little particles inside the packaging. The particulate matter contamination was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.